Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and no further information was able to be obtained.